Event description:
It was reported that the patient was seen in the hospital following presyncopal symptoms. Noise was observed on the right ventricular lead during arm movements. The lead was capped and replaced on (B)(6) 2014.